Event description:
It was reported that the patient had a procedure for an unknown issue. While being monitored, the patient needed CPR for an arrhythmia. ECG showed noise on rv lead, and inappro- priate shocks. Device interrogation revealed an alert noting possible lead issue. Date of alert was aug 2011 and the low impedance measurements were observed for more than a year. Lead revision was scheduled, but the patient expired due to his underlying heart disease.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.